Event description:
On (B)(6) 2014, a reporter (pharmacy employee) contacted lifescan (lfs) stating a patient returned a onetouch ultramini meter to the store due to it reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The mss was not able to follow up with patient because their demographic information was unavailable. The reporter stated that the alleged issue occurred on (B)(6) 2014 at an unknown time. The patient reportedly tested on the subject meter and observed values of ¿235,179 mg/dl¿ performed within an unknown timeframe. It is not known what medications, if any, the patient takes to manage their diabetes or what action was taken in response to the alleged high result(s). The reporter stated that the patient was ¿hypoglycemic,¿ but did not detail any physical symptoms. Per the reporter, the emergency medical services was contacted and the patient was tested using an ems meter within 30 minutes, the result obtained is not known. At approximately 6:30 am on (B)(6) 2014, the patient reportedly received unknown treatment by a healthcare professional in the emergency room. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The pharmacy supplied the patient with a replacement meter. A replacement kit was sent to the pharmacy and subject products are pending return for investigation. This complaint is being reported based on the indication that the patient experienced a ¿hypoglycemia¿ and the subject meter could not be ruled out as a cause or contributor to the event. Additionally, the patient received unknown medical treatment by an hcp after the meter issue occurred.